Event description:
Same case as 2134265-2009-06865. It was reported that during a percutaneous coronary interventional procedure, the burr became stuck in the lesion. The lesion being treated was instent restenosis of three overlapping non-bsc stents; located in the severely calcified and moderately tortuous left anterior descending artery (lad). A 1.5mm rotalink burr was advanced through restenosed stents. The physician was able to ablate the lesion a few times successfully, but on the second pass through the lesion, the burr became stuck. Several attempts to use dynaglide were unsuccessful in removing the burr and floppy rotawire. An attempt was made to try to advance the burr past the lesion prior to trying to pull back, and this was also unsuccessful. Multiple attempts were made to retrieve the device without success. The pt remained asymptomatic during the event. The pt was sent to surgery to have the burr and wire combination removed surgically and the lesion bypassed. The pt's condition was "excellent" post-surgery.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.